Event description:
Customer reporting an access pod exploding after removing pt from treatment, nurse was exposed to blood. Blood was sprayed in the face. Nurse was not wearing any protective face gear. Gambro sales rep did verify that the facility had the alert and has offered to inservice this facility. Set was thrown away and they did not know the lot number of the set. No sample available.